Event description:
Abbott was notified of the patients death. Further information is pending. Further information regarding this event is not available.

Manufacturer narrative:
The death was unrelated to the cardiomems device and was related to a gastrointestinal bleed.

Event description:
Further information from the customer indicated that the death was unrelated to the cardiomems sensor and implant procedure. The cause of death was a gastrointestinal bleed.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. The following reported issue cannot be confirmed to be related to the cardiomems product as further information cannot be obtained from the patient care.